Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available fu data showed that in 2015 and 2016 several episodes of noise in all channels were recorded. Based on the characteristics of the amplitudes and frequency, it is assumed that these signals resulted from an external source. Furthermore on the (B)(6) 2017 episodes of noise on the rv channel were recorded which led to shock delivery as reported in the complaint text. Without further information or an investigation of the lead itself, no conclusion can be drawn regarding the root cause of the clinical observations. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 33 months after the implantation, the patient received inappropriate shocks due to oversensing. The patient was hospitalized. The decision about the lead extraction has not yet been made.